Event description:
The customer stated they had 169 samples for vitamin d that they sent to a reference laboratory for rechecking because doctors complained about the results that had been reported. The samples had initially been tested from (B)(6) 2015 through (B)(6) 2015. Of the data provided for 42 patient samples, only the results for 24 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The results from the other analyzer were believed to be correct. The customer had not heard of any adverse event for the patients. The reagent lot was 18029401 with an expiration date of 10/31/2015. The customer began using reagent lot 18468901 with expiration date 04/30/2016 on 04/13/2015. The field service representative could not find a cause. He replaced the mixer, sipper, seal, and checked the adjustments. He ran performance testing. The field application specialist was unable to find a cause. She reviewed calibration data, qc data and correlation data. She ran qc material for precision testing and recovered within range.

Manufacturer narrative:
A specific root cause could not be identified as no samples were available for further investigation. Additional information was requested but was not provided. A general reagent or instrument issue was unlikely.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).